Event description:
The issue was found during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. Based on the results of the investigation, a cause could not be identified. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device doesn't do the white and it has got yellow/green vision. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.